Event description:
Customer reported blood glucose results of 90 mg/dl and 180 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system was sent.